Event description:
A polyp was removed and a wilson-cook triclip was applied to polypectomy site to prevent bleeding. Clip failed to deploy properly and did not release from the catheter. The catheter had to be cut and by manipulation of scope, was able to release the catheter.